Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of wire break. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire of the device was found detached and blackened. It was also observed that the break in the wire was not smooth. A functional evaluation could no be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the cutting wire of the device was found detached and blackened. Based on the condition of the device, the observed damage may have been caused by excessive voltage or energizing the device when not in contact with tissue. Based on review and analysis of all available information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome device was used in the duodenal papilla during a duodenal papillotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when energized to perform the cut on the papilla, the cutting wire was separated. The procedure was completed with another stonetome device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome device was used in the duodenal papilla during a duodenal papillotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when energized to perform the cut on the papilla, the cutting wire was separated. The procedure was completed with another stonetome device. There were no patient complications reported as a result of this event.